Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic relaxation. It was reported that after implantation the patient experienced pain, recurrence, bleeding, dyspareunia, urinary problems, and bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extraperitoneal vaginal vault suspension and cystourethroscopy due to vaginal vault prolapse. (B)(4).

Manufacturer narrative:
(B)(4).